Event description:
The customer reported the system intermittently displayed a bad iris pot error message and would not boot up. There was no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and puck back into service.